Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while placing the his pacing lead, torque could not be delivered to the lead tip through the lead body. The delivery catheter was removed and it was found that the catheter had kinked. A new catheter was used and the same situation was observed. It was noted the lead could not be spun in effectively. It was noted on the angiography that the anatomy of the patient's vein led to the catheter kinking and the physician chose to abandon implantation of the lead. No patient complications have been reported as a result of this event.